Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that they had no further information or updated information regarding the patient's bolus not resetting at midnight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal ketamine, bupivacaine, and morphine (unknown) via an implantable pump for non-malignant pain. The patient reported the personal therapy manager (ptm) was not working since they got the new pump in august. Patient stated the ptm gets stuck at 90% when they were trying to connect to the pump and it takes 3- 4 min to connect. Patient stated the bolus did not get reset at midnight like it used to. Patient service assisted patient with clearing the data on the ptm and ptm connected to pump very fast. Agent reviewed bolus lockout and recommend patient consult with healthcare provider (hcp) regarding lockout. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.